Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, sion; guide cath: mach 1 jl4.0. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal circumflex artery with moderate tortuosity and moderate calcification. The 2.25 x 23 mm xience prime stent was implanted; however, the stent was not fully apposed to the vessel wall. The 2.5 x 12 mm nc tenku balloon catheter was advanced for further dilatation, but could not cross to the stent. There was no damage noted to the stent during the attempt to cross. An additional guide wire was used for support, but the nc tenku balloon still could not cross to the lesion. A non-abbott balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.